Manufacturer narrative:
D10 concomitant products: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) unknown egia su - unknown endo gia sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the display showed that someone needed to push the green button. After a few seconds, the power handle turned off and on automatically. It was stopped with an articulating jaw, and the display showed that it had already fired the stapler. However, the surgeon had not actually fired it. The surgeon tried to pull back the power handle, but it was difficult to move. So they removed the power handle with a trocar because it would not return to neutral mode. When the surgeon controlled the power handle, there was a weird sound. To resolve the issue, a new power handle, adapter and reload was used. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned picture contained a view of a powered handle as well as a adapter and a 45amt reload. The reload was noted to be articulated to the right. The handle was not connected to the adapter or reload. Functional testing found that the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle had 193 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. The handle was able to be fired without issue on the a1 fixture. A reload was attached to the device and was able to clamped and articulated without issue. An analysis of the data saved to the system showed that a error occurred during the firing of a reload. It was noted that the user green key reset the device following the error. There was no indication of a used reload being detected. It was reported that the instrument was difficult to straighten and instrument made strange noise. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was also reported that the instrument power handle shut off and used reload detected. The reported issues could not be determined. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.